Event description:
It was reported via social media that a stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted in a patient. At an unknown time, the patient experienced a stroke and died.

Manufacturer narrative:
Date of death and date of event: estimated since unknown.